Event description:
The duett sealing device was deployed following an interventional procedure via a 6f sheath in the right common femoral artery. During delivery of the procoagulant, tension of the duett catheter was reportedly released, resulting in procoagulant being delivered into the artery. Signs and symptoms of an arterial occlusion appeared shortly after deployment. The occlusion was confirmed via anigogram, and thrombolytic therapy was begun. Thrombolytic therapy continued overnight, and the event was resolved